Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was experiencing high blood glucose. The customer reported her blood glucose was 600 mg/dl on (B)(6) 2017. Customer did not discuss how her high blood glucose was treated. The customer also reported receiving a no delivery and motor error alarm on the insulin pump. The insulin pump was able to rewind during troubleshooting. The customer's blood glucose was stabilized to 224 mg/dl. The customer did not troubleshoot her high blood glucose. The customer will be returning the insulin pump for analysis.